Event description:
It was reported that the insulin pump is stuck in the prime/rewind process; customer is unable to exit the preparing to prime loop. Customer also received a no delivery alarm. It was advised to hold down the act button until a 2nd series of beeps occur and/or numbers appear on the display. Customer stated they received a 2nd series of beeps and numbers appeared on the screen. Blood glucose value is 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck with constant no delivery alarm due to moisture damage on electronic assembly. No further testing could be performed due to constant alarm. The insulin pump had moisture damage on motor, vibrator motor or battery tube assembly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.